Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 253 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the auto mode was automatically delivering insulin at the time of high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. Reason why customer alleges insulin pump was under delivering because blood glucose were not coming down. Customer reports insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.